Manufacturer narrative:
(B)(6). The lot was manufactured between december 12, 2016 ¿ december 13, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor was underinfusing. The patient¿s folfusor still had large amounts of solution after the treatment period had elapsed. The device was filled with an unspecified amount of drug. There was no patient injury or medical intervention associated with this event. No additional information is available.